Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted (>300 mg/dl). The customer stated that the pump had been dropped the prior day.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.